Manufacturer narrative:
Updated.

Event description:
The customer reported the device display is blank. The issue was found when the device was being prepared for use on a patient. There was no patient harm.

Event description:
The customer reported the device display is blank. There was no patient harm.